Event description:
Boston scientific received information that there is a concern the battery of this tachy device was not functioning properly. It was suspected the battery was depleting earlier than expected. Patient's advocate wanted to know if the battery was replaceable, or if a new device had to be purchased. Boston scientific technical services (bsc ts) advised this person to get in contact with the device following physician regarding this matter. Bsc ts also provided the name of a local contact in (B)(4). There were no adverse patient effects reported.

Manufacturer narrative:
This tachy device remains in service for the time being, therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.